Event description:
The report stated that at the beginning of the pain mgmt procedure, the temp on the generator would not go past 35. The machine was turned off and back on the temp would not go past 40. The generator was unplugged and turned back on and a different probe and pad were used but the temp still would not get above 40. The procedure was stopped. After the procedure, staff found that the pt had red, rash-like marks where the pad had been.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. The grounding pad was discarded and will not be returned for evaluation.